Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the facility claimed that wires were exposed on the hand pendent and it would only work intermittently.